Manufacturer narrative:
Medical records reviewed. Medical records reveal the patient expired (B)(6) 2015 with a cause of death as cerebrovascular accident including intracranial hemorrhage. Patient's spouse reported the patient was hospitalized on (B)(6) 2015 because he was in poor health. Medical records show that the patient received hemodialysis on (B)(6) 2015 that was uneventful and that the patient completed without issue. There is no documentation in the medical records that reveal patient was hospitalized on (B)(6) 2015. In addition, medical records reveal that the patient was administered a non-fresenius dialyzer (gambro) on (B)(6) 2015. The patient also received gambro dialyzer on (B)(6) 2015. The patient's spouse stated the patient remained hospitalized until his death on (B)(6) 2015. Medical records do not indicate that the patient was receiving hemodialysis at the time of the death. According to the hemodialysis registered nurse, the patient stopped home hemodialysis in (B)(6) 2014 and transferred in-center. Medical records do not contain a death certificate or autopsy report for review. Medical records do not contain a history and physical, lab or diagnostic results, progress notes, admission or discharge summaries, medication records or physician orders for review. Based on the information in the medical records, the patient was on a non-fresenius dialyzer when hospitalized. It is not known what patient was administered on date of death. Documentation in the medical record does not indicate there is a causal relationship between the patient's 2008k2 and the patient's death. Documentation in the medical record does not indicate there is a causal relationship between the patient's saline and the patient's death. There is no conclusive evidence in the medical records that indicates the patient's hospitalization and death were a result of a fresenius product. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Partial medical records have been received and are being reviewed. No malfunction has been alleged; therefore, there was no evaluation of the device. A plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
A letter was returned from the pt marked deceased by the (B)(6) on (B)(6) 2015. Additional info was received from the pt's spouse on (B)(6) 2015. The spouse reported the pt was hospitalized on (B)(6) 2015 and expired on (B)(6) 2015. She reported he had been in poor health. As of (B)(6) 2015 the medical info received indicates the pt had an uneventful hemodialysis treatment on (B)(6) 2015. According to the facility administrator of the hemodialysis facility, the reason for the pt's hospitalization was unk as was the time of hospitalization on (B)(6) 2015. The outcome of the pt's hospitalization, according to medical records, was death from cerebrovascular accident with intracranial hemorrhage on (B)(6) 2015. No further medical info was received regarding the hospitalization. No device malfunction was alleged in connection with the event of hospitalization and the outcome of death.